Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella pre-operative placement. The impella was placed and upon starting in auto mode suction issues were noted, the pressure level was dropped to three to break the suction, however the suction alarm occurred again. This was reportedly repeated multiple times and eventually the pump would only sustain low flows without suction at pressure level one. An echocardiogram confirmed the correct positioning of the impella, the physician thought the issue might be volume, however after a 500cc bolus there was no improvement. Additionally, the physician initially did not believe the suction events could be clot related, but having exhausted all other measures to resolve the suction issue, the physician made the decision to remove the impella. The impella was removed and replaced with a new impella pump. There was no patient harm reported, and this device was replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow has been completed. The root cause of the suction and low flow was determined to be ingested biomaterial as a thrombus was seen upon explant. This report is being filed as part of a retrospective review of historical records.